Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery utilizing an ipsilateral approach. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the left knee. A 4.5f 50cm non bsc sheath was placed. After a non bsc guide wire crossed the lesion, a 4mm x 40mm x 146cm coyote¿ es balloon catheter was advanced. The balloon was first inflated to 6 atmospheres for 5 seconds however, a contrast media leakage was confirmed on angiographic image. The device was completely removed from the patient and it was found out that the balloon had ruptured longitudinally. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).